Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission biopsy kit was received for evaluation. During visual evaluation, the blunt stylet, trocar stylet, compatible coaxial, 10mm adapter and depth stop were not received for evaluation. The received device appeared to be clean and the device was returned in initial configuration with the cannula at the 00 mm position. It appeared there was a bend to the needle. No other visual anomalies were noted to the device. The functional testing was not performed, due to the nature of the complaint. Therefore the investigation is confirmed for the reported bent needle as the needle was noted to be bent and the investigation is inconclusive for the reported difficult to remove as the functional testing cannot be performed due to the condition of the received device. A definitive root cause for the both reported needle bent and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 08/2025), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle of the device was allegedly bent. It was further reported that the needle was allegedly pulled with force from the patient's breast. A coaxial was used and procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the needle of the device was allegedly bent. It was further reported that the needle was allegedly pulled with force from the patient's breast. A coaxial was used and procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.